Event description:
The company was informed that the patient's device was explanted. The patient reportedly has been a non-user of the internal device. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.